Manufacturer narrative:
Age/date of birth: unknown/ not provided. Ethnicity: unknown/ not provided. Date of event is unknown as it was not provided. (B)(6). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. The patient interface is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. If there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Suction loss during laser firing. Surgery completed. No patient injury reported.